Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision t11-l1 for broken rods: (B)(6) hospital (B)(6) 2018: (B)(6) said the patient had reported hearing a "crack" when she moved and following an x-ray, it was noted that the rods were broken at t11-l1. Her original surgery was t3-pelvis. The (B)(6) 2018: the patient had an anterior fusion (stage 1) for a non-union. There were mesh cages inserted and screws in t10-t12. Stage 2: he cut and removed the broken rods and the adjacent screws. He then replaced some of those screws and using side open/open connectors, made a "rail" with the two rods that connected the existing structure. It was also noted that there was a screw with a broken head. The head was removed but he could not remove the shaft of the screw.